Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was worn and partially peeled, and there were contact marks on the surface of the probe and the metal part of the jaw each other. The manufacturing record was reviewed with no irregularities. These types of error and tissue pad damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the error occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device were used for an uncertain procedure. The short-circuit error occurred and the subject device wouldn't work. It was not reported that whether the subject device was replaced and whether the procedure was completed. There were no patient injury reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation on may 11, 2016, it was found that the tissue pad was partially peeled.